Event description:
It was reported that the lead wires migrated in (B)(6) 2014 under her eye area. The patient stated that the lead wire was surgically moved to the top of the eye. The patient had surgery on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3587a25, lot# n231018, implanted: (B)(6) 2012, product type: lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).